Manufacturer narrative:
Correction in h6: previously applied code of ime e2118 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of the device found that visually, there was no packaging damage. The tube and electrodes were not secured onto the tray. The paper tape was removed from the harness. There was a biological contamination on the packaging tray and the balloon cuff consistent with white residue. Electrically, the resistance of each lead shall be between 1.7 ohms and 3.7 ohms and actual measurements were red 3.3 ohms, red (with clear tube) 3.4 ohms, blue 3.2 ohms and blue (with clear tube) 3.5 ohms which showed that all electrodes were within specification. Functionally, syringe was used to inflate/deflate 20cc of air into the cuff with no issues. The leak test was performed by submerging the cuff and the tube under the water and leakage was found. The bubbling was showing in the lumen of a blue leading wire (with clear tube) near the cuff. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, prior to use in surgery, a quality problem with the emg tube was found. The endotracheal tube leaked air at the connection between the tube body and the exposed part of lead of the tube. Hence the device could not be used. There was no lead wire that was coming out of the tube surface. The procedure was completed with a spare endotracheal tube. There was no patient impact.